Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. T-wave oversensing (twos) identified on episode 4 leading to inappropriate shock.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received sixteen inappropriate shocks caused by t-wave oversensing (twos). Technical services recommended to reprogram the right ventricular (rv) lead. The rv lead remains in use. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported by the patient that the physician indicated the "lead had lifted".